Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011; 429688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead was experiencing intermittent capture and noise on pace/sense that was causing pacing inhibition. The rv lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.